Manufacturer narrative:
Analysis of the implantable neurostimulator found the setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported that the implantable neurostimulator (ins) couldn't be connected to the tined lead. It was impossible to connect at first and after several times the health care provider (hcp) proceeded to connect the ins and lead, but the impedances were all above 4000 ohms. Then the hcp decided to change the ins and the issue was resolved. The ins was never implanted and was returned.